Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, there was noise on the tip of the lead in any programming configuration. The lead was explanted and replaced. No patient complications have been reported as a result of this event.